Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.

Event description:
Treatment of a small unruptured amorphic aneurysm measuring approximately 7mm x 6mm located in the ophthalmic segment of the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline ( 4.75mm x 20mm) could not be released from the capture coil while it was in the m1 despite manipulations and pushwire rotations. The pipeline was removed by trapping the pipeline braid between the capture coil and the catheter. A new device was used to complete the procedure. The patient was reported to be doing fine.